Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by the journal of shoulder and elbow surgery ¿superior capsular reconstruction with a porcine xenograft¿. The study reviewed twenty-four (24) patients who underwent shoulder procedures using arthrex swivelock to treat rotator cuff lesions. Two (2) patients experienced failure (MRI), clinical failure, reduction loss during the twenty-four (24) month follow-up period. Ref: ulstrup, a., et al. (2023). "Superior capsular reconstruction with a porcine xenograft." Jses int 7(3): 432-438.